Event description:
This spontaneous case from united states was received on 03-jan-2018 from a physician this case concerns male patient (age: not provided) who initiated treatment with synvisc one and after unknown latency had post-injection inflammatory arthritis, also, device malfunction was identified for the reported lot number. No previous medications, medical history, concomitant medications and concurrent conditions were reported. On an unknown date in 2017, patient received treatment with intra articular synvisc one injection at a dose of 6 ml once for arthritis (batch/ lot number: 7rsl021 and expiry date: 31-may-2020). On an unknown date in 2017, after an unknown latency patient had post-injection inflammatory arthritis that had now resolved. He had acute inflammatory effusion. He got sent to me to rule out an infection which came out to be negative. Corrective treatment: not reported for both events. Outcome: recovered for both events. Seriousness criteria: important medical event for device malfunction. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Pharmacovigilance comment: sanofi company comment dated 10-jan-2018: this case concerns a male patient who has received synvisc one injection from the recalled lot and later had post-injection inflammatory arthritis. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.